Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site.the patient underwent surgery on (B)(6) 2013, during which the abutment was removed, and a new abutment was attached to the patient's second fixture. The implanted device remains.